Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer experienced high blood glucose level and was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.